Event description:
Related manufacturer reference number: 1627487-2022-01587. It was reported that the patient experienced a return of their dbs symptoms. Diagnostics revealed high impedances on the right lead and extension (sn (B)(4)) on all contacts and low impedances on a few contacts with the left lead and extension (sn (B)(4)). In turn, surgical intervention was undertaken wherein both extensions were explanted and replaced. Post-operatively, stimulation therapy was restored and all impedances were within normal range.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Conclusion ¿ 6372 ¿ right (r): the report event of high impedance was confirmed. The return flex extension lead had two break/kinks on the lead body with all contacts wires broken on the lead body. The cause of the reported event is consistent with an overstress condition or sudden event the lead may have been subjected while in vivo.